Event description:
Patient presented to the physician with a superficial ipg at the pocket, exposing the patient to a potential risk of erosion. Physician brought the patient into the operating room, repositioned and placed the ipg deeper in the pocket, flushed the pocket with antibiotic solution, and closed the site. Patient will continue with the course of antibiotics prescribed prior to the procedure.